Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a non-bsc stented delivery system (sds) and a guidezilla guide extension catheter from hub to collar, with the distal portion of the device missing. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was performed. The distal part of the guidezilla¿ guide extension catheter broke off the hypotube. The procedure was completed with another device. No complications were reported and the patient status was fine.

Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(4).

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was performed. The distal part of the guidezilla¿ guide extension catheter broke off the hypotube. The procedure was completed with another device. No complications were reported and the patient status was fine.